Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a failure of the open button on channel b. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of failure of the open button on channel b was not confirmed or reproduced during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history record review was performed and found: pump with "channel select is not functioning at channel c." Pump head keypad was changed and pump passed subsequent testing. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.